Manufacturer narrative:
Device manufacture date: february 26, 2016 - february 27, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional leak test was performed and revealed evidence of leak/backflow at the fillport. Subsequent examination of the unit revealed the direct cause of the leak/backflow problem was due to a solid, shiny particle approximately 1.10 mm in length and 0.43 mm in width, lodged under the check-band. The particle was identified to be glass using ft-ir spectroscopy testing. No manufacturing process step would allow glass fragment to be introduced near or adjacent to the fillport. Glass ampules used for filling the device without a filter can result in this type of event. The reported condition was verified. The cause of the reported condition was determined to be user filling technique. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a infusor was leaking from the fill port. The event occurred before patient use. There was no patient involvement. No additional information is available.